Manufacturer narrative:
Tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg); value not provided. The customer alleged that insulin delivery was not working fast enough to resolve bg. The customer declined to perform troubleshooting and declined to provide additional information regarding the issue. Reportedly, the customer uses fiasp insulin and cartridges were in use for 6-7 days. Tandem technical support educated customer regarding cartridge/insulin labeling.